Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('injury') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia"), hypersensitivity ("allergy"), fatigue ("fatigue") and alopecia ("hairloss"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 and (B)(6) 2013 (discrepancy noted) per ppf. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding),allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. Reporter's information was added. Case become incident. Injury nos replaced with event pelvic pain. Added events abdominal pain, dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding),allergy, fatigue, hair loss,she did not undergo an essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.